Event description:
Started to notice problem week of event date. Thought it was an isolated case. Following week of event date problem became frequent. Tourniquet allegedly began coming off after inflation. After start of surgery, the surgeon would lose field vision due to bleeding.